Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a successful cryo ablation procedure that was completed with cryo, a pericardial effusion occurred, and recovered without intervention. The patient is a participant in the comparison of rf and cryoballoon ablation therapy of af clinical study. No further patient complications have been reported as a result of this event.